Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000181, serial/lot #: (B)(4). Product ID: bi71000175, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) power board was replaced. The system then passed the system checkout and was found to be fully operational. The charger enclosure was returned to medtronic for further evaluation, and the reported complaint was confirmed. Visual inspection confirmed dust in the assembly and on the fans. The analyst cleaned and installed the charger enclosure in a test system. The system did not ready; there was a windows warning stating "software/firmware mismatch." The remote desktop confirmed the charger back plane firmware was outdated. It was updated to a new firmware version and the system was in operation after a restart. Charging, communication and generator succeeded, dash software indicated all nodes were functional, and 2d and 3d imaging were successful. Analysis determined there was a failure with the charger enclosure related to component configuration/firmware. The mvs power board was also returned to medtronic for further evaluation, and the reported complaint was confirmed. The mvs power board was installed in a test system. The system did not ready; there was a windows warning stating "software mismatch/firmware incorrect." The remote desktop confirmed the mvs power board firmware was outdated. It was updated to a new firmware version and the system was in operation after a restart. Charging, communication and generator succeeded, 2d and 3d imaging were successful, and the motion calibration passed. Analysis determined there was a failure with the mvs power board related to component configuration/firmware. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) batteries were not charging. The issue persisted after the biomed replaced the charger enclosure. There was no patient involved.